Event description:
(B)(4). Event occurred in the united states. The patient was hospitalized for high blood glucose level (1016 mg/dl). The patient was in hospital for 2 hours and subsequently, the patient was hospitalized. The suspected cause of high blood glucose was stress. The patient had high ketones level. The infusion set had been in use for 1 day. The patient received intravenous insulin drip as corrective treatment. The treatment resolved the issue. The patient had been hospitalized for 2 days. Reportedly, she indicated that she was using the same infusion set throughout. After being hospitalized, she resumed pump therapy using the same supplies as prior to when she initially went to the hospital. For this reason, she attributed the events to the same kinked cannula. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.